Manufacturer narrative:
Siemens filed MDR on (B)(6) 2014 reporting a false negative advai centaur xp hbsag result. Update (B)(6) 2014. The customer reported that the patient would be redrawn and retested and the results evaluated, however, the patient did not come back. Without the sample, additional testing cannot be performed to identify the root cause. Siemens reviewed the system and confirmed that the system correctly set up for the assay. The original results were close to the cutoff of 1.0 index for the assay. This sample is considered a cutoff sample. The system is performing to specification. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) result is unknown. All the results are around the cutoff of 1.0 index for the assay. The quality control results are within range. The system is performing within specifications. No further evaluation of the device is required. The patient will be redrawn and retested and the results will be evaluated. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed a (B)(6) advia centaur xp (B)(6) result that was discordant to repeat testing on a second advia centaur xp system and to advia centaur xp (B)(6) confirmatory testing. There are no reports that treatment was altered or prescribed or adverse health consequences based on the discordant advia centaur xp (B)(6) result.